Manufacturer narrative:
Unit received with critical pump error and pump error 35 due to moisture damage to force sensor. Unit received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to verify charge/battery lasts less than expected due to critical pump error/open book image.

Event description:
The customer reported via phone call that the insulin pump had low battery issue. The customer¿s blood glucose level was 145 mg/dl. The customer changed the battery as per standard requirements but battery did not last for more than one week. Customer was assisted with troubleshooting for low battery issue. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.